Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1600793 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician fired the first clip without a problem but subsequent clips were delivered closed. There was no patient injury.

Event description:
It was reported that the physician fired the first clip without a problem but subsequent clips were delivered closed. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the jaws partially closed and the first clip was not in the correct position. (B)(4). The investigation was performed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. However, the trigger jammed which prevented the trigger cycle from being completed. The device was disassembled to inspect the internal components. Upon disassembly, it was found that there was material from the yoke stuck in the feeder spring, the proximal end of the feeder was bent, and the clips were out of position. There was indication that the feeder spring bound up internally in the yoke which resulted in the feeder tab being bent and shortened the overall stroke of the feeder. This resulted in the clips not being able to properly load as they were unable to advance all the way forward in the jaws. Based on the other remarks: observed damage, the clips most likely advanced partially into the jaws and were locked upon full stroke of the device. Upon the next stroke, the clips were delivered into the jaws already closed. It was determined that the feeder spring getting bound up in the yoke was the root cause of this issue. This is a design related issue. Nonconformance has been opened to further investigate this issue. Nonconformance has been initiated to further investigate this complaint issue. The reported complaint of "clips were delivered closed" was confirmed based upon the sample received. One device was received. Upon functional inspection, the trigger got jammed which prevented the trigger cycle from being completed. Upon disassembly, it was found that there was material from the yoke stuck in the feeder spring, the proximal end of the feeder was bent, and the clips were out of position. There was indication that the feeder spring bound up internally in the yoke which resulted in the feeder tab being bent and shortened the overall stroke of the feeder. This resulted in the clips not being able to properly load as they were unable to advance all the way forward in the jaws. Based on the observed damage, the clips most likely advanced partially into the jaws and were locked upon full stroke of the device. Upon the next stroke, the clips were delivered into the jaws already closed. It was determined that the feeder spring getting bound up in the yoke was the root cause of this issue. This is a design related issue. Nonconformance has been opened to further investigate this issue.